Manufacturer narrative:
Device evaluated by manufacturer?, code 81, device evaluation is not expected to provide any relevant information for the generator migration event.

Event description:
Clinic notes were received and reviewed indicating that the patient was experiencing discomfort at the generator site due to migration of the device. It was indicated that the reason for battery replacement was due to low battery and the migration of the device. No surgical intervention has been reported to date. No additional information has been received to date.

Event description:
Patients device was programmed off due to the patient wanting the device explanted. While the patients device was programmed off, the patient noted that they had depression, dizziness, balance problems, and fatigue. Patients device was programmed back on.

Event description:
Information was received from the physician that migration is suspected to have occurred within a month after battery replacement. Physician is unsure of what type of suture was used to secure the generator in place at time of implant but the cause of migration is believed to be due to a loose suture. Per the physician the replacement of the generator is for patient comfort, however no known surgical intervention has been reported to have occurred to date. No additional information has been received to date.

Event description:
Patients generator was explanted. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.